Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue."). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6)2009. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received event " abnormal bleeding (vaginal, menorrhagia) , apareunia (inability to have sexual intercourse) , nausea, dysmenorrhea (cramping) , vaginal discharge , fatigue, she did not undergo essure confirmation test" were added. Patient, reporter and product information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('excessive and abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue."). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, nausea, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details date: (B)(6) 2008 (as per mr discrepancy noted) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality-safety evaluation of ptc, updated imdrf code. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('excessive and abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue."). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, nausea, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details date: (B)(6) 2008 (as per mr discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: no new information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6)2009. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.